Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. (B)(4). Device evaluation: the tightrail device, with the lld, portion of rv lead and cook medical bulldog lead extender inside the tightrail was returned on 30 mar 2021 and the initial evaluation began on 31 mar 2021. The evaluation is ongoing and a supplemental MDR will follow upon completion of the device evaluation.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to malfunction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction to the lead to aid in extraction. The physician began by using a spectranetics 14f glidelight laser sheath and a medium visisheath dilator sheath. Advancement was made in the vasculature until they reached the end of the superior vena cava (svc) coil, where progress stalled. The physician chose to switch to a spectranetics tightrail rotating dilator sheath but progress stalled in the same area. However, also at that time, the tightrail device became stuck in the patient''s body, unable to progress forward or remove the device. The physician chose to snare the lead from a femoral approach, and then the lead broke, leaving a portion of the rv lead from the lead''s distal coil to the distal tip, where it attached into the rv, approximately 3 inches (please reference MDR 1721279-2021-00064 which captures the lld, present in the rv lead, which may have contributed to the lead breaking and has the potential for injury with recurrence). This allowed the tightrail to be removed from the patient''s body. The physician attempted to snare the remnant of the rv lead from a femoral approach using a gooseneck snare for over an hour but could not grasp the end of the rv lead. It was thought that the lead''s distal coil was so embedded into the rv that snaring could not take place, so the rv remnant was abandoned within the patient. The patient survived the procedure with no reported patient harm and at that time, there was no plan to attempt removal of the rv portion at a later date. The tightrail device, with the lld, portion of rv lead and cook medical bulldog lead extender inside the tightrail was returned on 30 mar 2021. Device evaluation began on 31 mar 2021 but has not been completed at this time. This report is being submitted to capture the tightrail device which became stuck in the patient''s body and has the potential to cause/contribute to an injury with recurrence.

Manufacturer narrative:
H6): added codes: 402, 2199, 3243, 4307, and 4310. Device evaluation and investigation: the device was returned and initially evaluated on (B)(6) 2021. An lld seen exiting out both proximal and distal ends of tightrail. Significant biologics were seen at distal tip; 3/4in hollow rock-hard calcification was seen at distal tip, encasing lld. The blades were retracted and dropped. The team was unable to manually actuate the device, so a second evaluation took place on (B)(6) 2021 after the barrel, sleeve and shaft were soaked. The barrel had some marring present and in the home track return path, there is evidence that the pin rode outside of the track. The barrel/sleeve was unable to pass drop test due to the marring and damage from pin riding outside of track. These findings indicated that stress was placed within the device when the device encountered the heavy calcification. An x-ray was performed on (B)(6) 2021; this confirmed that the internal coils were not herniated. The device was ultrasonically cleaned, soaked and flushed, and the device was then cross sectioned. Re-evaluation occurred again on (B)(6) 2021. The guide pin was about 25% worn from the distal end, and the cam track had biologics present and had a slight drag mark down middle of the cam track, indicating heavy use of the device in a heavily calcific environment. There was no indication of a design or production process related issue. The final investigation was completed on (B)(6) 2021. The experienced failure was determined to be due to heavy calcification lodged within the device's distal tip, which caused the lead to break and the tightrail to stall during use.